Manufacturer narrative:
Evaluation summary: the device was returned, the firing trigger jammed halfway, otherwise in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was noted to be damaged.

Event description:
It was reported that during an unk procedure, the device would not fire after three reloads. There was no adverse consequence to the pt.